Manufacturer narrative:
(B)(4). A maquet field service technician was on site and investigated the unit . The device was troubleshot and a defective 3-way valve on the patient side was found. The technician replaced the defective 3-way valve, cleaned the unit and performed functionality test a diagnostic test and started a test run. All tests were performed successfully. A supplemental medwatch will be submitted if additional informations becomes available.

Event description:
According to the customer: it was reported that the hcu40 displayed the error message "water flow low". The incident occurred during maintenance of device so there were no patient involved. (B)(4).